Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: review of the alarm history and black box data revealed records of cs 078 as per complaint. The pump was exercised for 24 hours without call service alarm occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked and there was moisture corrosion inside the battery compartment and inside the pump effecting the motor connector and additional motor component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.